Event description:
The customer reported the ventilator was failing pre-operational testing and the blower was not functioning. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the reported problem. Review of the ventilator diagnostic log history indicated a vent inop occurrence. The service technician reported during testing there were valve motor errors observed, which may result in a shut down of the device if valve function is lost during normal ventilation mode operation. The service technician replaced the cpu pcb board to address the finding. Applicable final testing was completed and passed to operating specifications.